Manufacturer narrative:
The reported event of ¿the steel wire cannot be pulled out from the electrode¿ was confirmed. As received, a complete lead with stuck stylet was returned. The connector pin with the crimp sleeve were found pulled out of the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The ptfe coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The connector cap was intact and in placed in the connector assembly. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire could not be separated from the left ventricular (lv) lead. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.